Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider provided additional information indicating that the issue appeared to be user error including inconsistent charging. The hcp provided additional charging education at the office visit on (B)(6) 2026. The issue was considered resolved.

Event description:
It was reported that patient (pt) can't get it to operate normally, the problem over the past few days is probably their fault they had not been very faithful about charging over the past couple of weeks. Pt said this issue of their left hand shaking and this is not a usual thing it is new it's been goin on quite a bit for about a week or two. Patient stated they have had miscellaneous problems with this ever since they got the device but they have never had it where it would "kill the power to their left side again". Patient said they can't control the left hand and it shakes tremendously. At the start of the call beeping was heard and ascending tones. Agent recommended pt put the charger away and use their dbs therapy app and communicator. Worked with pt who was successful to synch, confirm their ins battery was 100 percent, turned therapy back on and said they noticed electrical feeling in their brain that subsided after about a minute. The troubleshooting steps that were taken on the call resolved the issue. Redirect to doctor if issue persists. Patient mentioned they saw their healthcare plan maybe 6 months or a year ago and the doctor did programming. The patient was redirected to their healthcare provider to further address the issue. Pt said they have an appointment with their doctor in a couple of weeks. Patient mentioned they are wearing hearing aids.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.